Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (his son) alleging the patient's onetouch ultralink meter was displaying inaccurately high results compared to the same meter as well as a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) from the patient's mother on (B)(6) 2012. The patient's mother reported the alleged issue first began approximately 2 weeks prior to contacting lfs. However, on (B)(6) 2012 the reporter stated obtaining a reading of "313mg/dl" on the lfs meter. The reporter stated, the patient was given an unknown dose of novolog insulin which she believed to be too high. The reporter stated, the patient then had dinner and dessert, and had a correct bolus according to the amount of carbohydrates eaten. Later that evening, the reporter stated, the patient felt low blood glucose (bg) symptoms, therefore, he was given "frosted mini wheats" cereal and went to bed. The reporter stated 20 minutes later, she went to go check on him, and he was seizing. The reporter stated, she quickly gave him honey and cranberry sauce between his cheeks and when that was ineffective, she gave him a glucagon shot. The patient reportedly continued to seize until 2am while being transported to the emergency room (ER). At an unknown time, the patient's blood glucose was taken and a reading of "49mg/dl" was obtained on the lfs meter. The reporter stated the patient was screaming and was disoriented while in the ER, and was trying to rip his IV lines out. The reporter stated a chest x-ray and CT scan of the brain was obtained, and no hemorrhage was noted. The reporter stated no eeg was completed at the hospital. The reporter stated, the patient was sedated for the CT scan, which was when he stopped seizing. The reporter stated they refused seizure medications. The reporter stated within 4 hours of arriving at the ER, he revived, with no lasting effects. The reporter stated on an unknown date, the meter was reading inaccurately of "115, 600, hi, and 150" within 10 minutes of one another. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl. The reporter stated the patient uses novolog insulin pump therapy to manage his diabetes and normally tests 10 times a day, every 2 hours. The reporter stated the patient's typical readings are "90-120mg/dl" and he has no history of seizures. At the time of troubleshooting, the cca confirmed the patient's test strips and test strips vial were in good condition and the subject meter was in the correct unit of measurement at the time of testing. In addition the cca noted the patient was using an approved sample site to obtain the blood samples and was using the correct testing process. However, a control solution test was not run due to the reporter not having control solution available. Replacement products were sent to the reporter. The meter involved in this complaint has been returned to lfs and evaluated by product analysis with the following conclusions: the complaint was not confirmed. This complaint is being reported as an adverse event because, the reporter claimed, due to the alleged issue, the patient was given too much insulin and therefore developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
(12/17/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found, the complaint was not confirmed. However a secondary issue not related to the complaint was found, the label pritn was found to be smeared. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.